Event description:
It was reported that during a routine hemodialysis treatment, it was observed that the venous needle had become dislodged from the patient's arm. Blood had soaked the clothing and pad underneath the patient's arm. An estimated 450cc of blood was lost. No medical intervention was required.